Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin with the pump. Tandem customer clinical support informed customer that using cold insulin is off-label per the user guide. Customer changed pump supplies and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.